Event description:
It was reported that the patient underwent device explantation approximately 6.5 years post-implantation due to pain. During the surgery surgeon noted thick fibrosis capsule, and small tear of abductor. Stem and cup well fixed/stable and retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: cat# us157850 lot# 618760 m2a-magnum pf cup 50odx44id cat# 11-103205 lot# 787510 taperloc por lat fmrl 11x142 g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.